Manufacturer narrative:
The event date was reported as (B)(6) 2018, but should have been reported as (B)(6) 2018.

Event description:
It was reported that, while in use on a patient, the cs300 intra-aortic balloon pump (iabp) completely shut down. The nurse was able to turn the iabp back on and resume pumping as normal. The patient was switched to a new console and the iabp related to this event was taken out of service. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found no error messages in the logs. Then the fse ran the iabp for 15 minutes and the batteries failed. The fse replaced the batteries, and performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, while in use on a patient, the cs300 intra-aortic balloon pump (iabp) completely shut down. The nurse was able to turn the iabp back on and resume pumping as normal. The patient was switched to a new console and the iabp related to this event was taken out of service. There was no patient harm or adverse event reported.